Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report.

Event description:
It was reported that customer was emergency medical services dispatched and admitted to hospital due to diabetic ketoacidosis on (B)(6) 2020 with blood glucose was over 600 mg/dl. The customer was sick and not very well responsive and also reported that insulin pump was not delivering correctly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetes. The customer blood glucose level was unknown. The insulin pump will not be returned for analysis.